Event description:
The complaint/event involved a tego¿ connector that reportedly leaked air into the syringe at the end of the patient's first dialysis session. Changing the tego resolved the problem. In the 2nd session, there was also air reportedly in the syringe, some blood loss; changed tego and the problem was resolved. The customer stated that the crack in the tego caused air to enter the tubing and catheter. 16 tegos were affected. There was no defect noticed before use. The customer generally reported that tego plugs crack and are very difficult to remove from the dialysis catheter. The customer reported that there could have been serious consequences for patients, without the vigilance of the nurse.

Manufacturer narrative:
Two photos were returned showing the tegos in a plastic bag and the intake form. No defects or anomalies noted. Received seventeen used d1000 tego connectors for inspection. Six of the returned samples had seal tearing. Each male luer was measured and found to meet iso standards. The eleven samples with no seal tearing were mated with an ICU medical provided male luer syringe. There were no issues connecting. Those eleven samples were leak tested and passed functional specifications. The reported complaint can be confirmed on the six tegos with torn seals. The probable cause of the torn seals is due to a variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. There is an ongoing CAPA related to this complaint issue at this time. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint. Section e initial reported (full) phone number: (B)(6).